Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was no flow during filling. There was no force priming information. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.